Event description:
The event is reported as: the doctor tested the cuff prior to pt use and found that the cuff was difficult to deflate. No pt injury/involvement.

Manufacturer narrative:
A visual, dimensional anf functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be performed since the lot number provided by the customer was not a valid lot number. The complaint cannot be confirmed since the sample was not available for investigation. Root cause - unk. Teleflex will continue to monitor and trend relating complaints.